Event description:
According to the available information in medsun report #(B)(4): two extra small torosa testicular prosthesis were opened for use. They both had pin holes in them in the same spot and they were from the same batch. Neither were able to be used in patient and there were no more extra smalls in stock.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information in medsun report # (B)(4) two extra small torosa testicular prosthesis were opened for use. They both had pin holes in them in the same spot and they were from the same batch. Neither were able to be used in patient and there were no more extra smalls in stock.

Manufacturer narrative:
H2: correction this is a duplicate submission due to technical difficulties that occurred with our previous follow-up submission testicular implant was received for evaluation. A separation was noted in the shell of the testicular. This was a site of leakage. The separation appeared to have a central groove, indicating contact with sharp instrumentation such as a needle because this component was released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the testicular shell occurred subsequent to the device packaging being opened. The testicular device was returned with saline inside. Based on the evaluation and information received, it was concluded that the separation most likely occurred inadvertently during the filling of the device prior to implant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.